Manufacturer narrative:
On 6/24/2020, the product investigation was completed. Device evaluation details: the device was visually inspected and reddish material was observed in the pebax, and it was found a hole. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30335494m number, and no internal actions related to the complaint was found during the review. The customer complaint regarding force high was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that right when they started using the catheter, when coming on ablation, the contact became "hi" on display. Reconnected and the cable was changed but the issue did not improve. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. This issue of high force is considered not reportable since the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 6/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation.   On 6/23/2020, during a visual inspection a reddish material was observed inside the pebax in additional to a hole in the pebax. These findings were reviewed and determined the issue of a ¿hole¿ in the pebax is an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/23/2020 and reassessed this complaint as MDR reportable.